Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cables were loose, but not visibly broken at the wrist. The pitch input spun freely without corresponding output motion at the distal end. The housing was removed and one grip cable was found to be broken near the clamping pulley grooves. Failure analysis investigation also found the following additional damages to the instrument: the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. The clamping pulleys were corroded inside of the instrument housing with white residue and rust. It was concluded that the corrosion damage likely occurred due to improper cleaning. No other damage was found. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, a broken cable was identified on the large needle driver instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.